Event description:
Related manufacturer reference number: 1627487-2022-05337. It was reported that patient experienced ineffective stimulation for lumbar/back pain. It was also reported that the patient experienced pain and various sensations during and after an MRI scan. Prior to MRI scan, the ipg was set to MRI mode. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken where in the entire system was explanted.